Manufacturer narrative:
A sample was provided for investigation. The investigation determined an interfering factor was detected. In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. This interference is addressed in the product labeling. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. Based on the data provided, the tsh results are a reportable malfunction. The initial tsh result was 2.88 uiu/ml on the e601 module. The sample was repeated on the e601 module with a result of 2.88 uiu/ml. On (B)(6) 2018 the sample was repeated on the e601 module and the result was 2.86 uiu/ml. The customer sent an aliquot of the sample to an external laboratory using the beckman coulter method and the tsh result was 5.90 uiu/ml. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The pinch tube was last replaced on (B)(6) 2018. Liquid flow cleaning was last performed on (B)(6) 2018. Rack adapters were not used for 13 mm sample tubes.